Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient woke up in the morning and found himself lying on the floor, could not remember what happened, and he could not move. He was able to get his phone and was able to call the emergency services. At this time, he was also able to get up from the floor and drink something. When the emergency medical technician's (emt) arrived, his readings went up over ¿a hundred¿. At an unknown point, the patient took a pair of mentos candy, but as the readings were not stable, he was still brought to the hospital. At the hospital, a fingerstick was taken which was 49 mg/dl, the patient not sure what his cgm reading was at that time but stated that there was a ¿difference in the readings¿. According to patient he was given three different types of intravenous treatment, but he could not remember exactly what was given, but stated he received dextrose 50 percent. He was sent home on the same day and was feeling fine at the time of the report. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.